Event description:
It was reported that the ilet pump's touchscreen was cracked, after which the pump was not functional and the system was no longer watertight; the user switched to back-up therapy with subcutaneous insulin via pen and the device was replaced. Symptoms included hyperglycemia for several hours. Outcomes included no lasting health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a fracture problem of the device cover consistent with a device fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.